Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips, but has not yet received them. If either the meter and/or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called lifescan 11/25/04 and complained that her meter was reading inaccurately high. The patient stated, she normally obtains readings of 5.1 to 9.9 mmol/l. Recently she was obtaining results of 13.0 to 15.0 mmol/l. She reported symptoms of feeling tired and having frequent urination, so she visited her physician, who performed urine and blood tests. The patient's metformin dosage was increased from 1/2 a pill to 1 pill twice a day. After the physician's visit, the patient went home and asked her non-diabetic husband to test his blood sugar; he obtained a result of 16.3 mmol/l. The patient then attempted to perform two control solution tests, both failed. The patient then opened a new bottle of test strips and she obtained normal blood glucose results of 6.8 and 6.6 mmol/l. While on the phone with the lfs customer care representative, the patient attempted to perform a control solution test, but the apply sample message repeatedly appeared. The patient did not allege any harm. She stated that during the time of the high blood sugar results she had run out of her medications. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. Based on the information provided, there is evidence of a test strip malfunction. However, there is no indication of the patient suffering a serious injury. A replacement meter and test strips are being sent to the patient.